Manufacturer narrative:
The customer complaint of cracked and broken (separated) bezel posts was confirmed. The customer returned two pump module devices and twenty five lvp mechanism sub-assemblies for investigation. Physical inspection of the returned pump module devices was performed. Pump module s/n (B)(4) was found to have six separated bezel bosses. Inspection of pump module s/n (B)(4) found one separated bezel boss and one cracked bezel boss. Both devices were found with bezels with march 2014 manufacturing date codes. The pump modules were tested for rate accuracy using alaris system maintenance software (v9.8). Both devices were found to be out of specification and under infusing. Physical inspection of the returned lvp mechanism sub-assemblies was also performed. Twelve lvp mechanism sub-assemblies were found to have at least one separated bezel boss post, one of these had all six bezel bosses separated. The subassemblies were all found with bezels with march 2014 manufacturing date codes. Eight lvp mechanism sub-assemblies were found to have at least one cracked bezel boss post, two of these had five bezel bosses cracked. The subassemblies were found with bezels with march 2014 manufacturing date codes except for one that had a november 2014 date code. Five lvp mechanism sub-assemblies were not found to have any separated or cracked bezel boss posts, however small hairline cracks were noted to the bezel near the upper pressure sensor. The metallization was also found to be discolored near the crack which is indicative of previous fluid ingress damage. The subassemblies were found with bezels with march 2014 manufacturing date codes except for two that had july 2015 date codes. The customer provided photos for two additional bezel assemblies, s/n (B)(4) and s/n (B)(4). Review of the photo for s/n (B)(4) confirmed what appeared to be a scratch in the metallization of the bezel. Review of the photo for s/n (B)(4) confirmed what appeared to be a defect in the metallization of the bezel. Review of both photos could not discern any visible cracks or separations to the bezel posts. (B)(4) was previously opened to further investigate the issue with separated bezel posts. The initial outcome could not determine any root cause for the separated bezel bosses, however the issue is still under investigation and a definitive cause has yet to be determined. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement

Event description:
The customer reported that they acquired a new fleet of alaris pumps in 2014.during a recent spot checks, biomed noticed multiple 8100 pumps began to show cracks and broken bezel post on approximately 40 devices out of 220 currently. The facility's biomed department are in the process of replacing all bezel assembly. In addition it was reported that during replacement, the biomed are noticing an identical fracture/mark on each bezel frame customer stated it could be a fracture or a flaw in the post manufacturing rather than a failure. There was no report of patient involvement. Currently central service and nursing staff wiped down with sani wipes and allowed to product to dry. The product used are sani wipes and 70% alcohol on q tip if needed in small places.true d ultraviolet treatment if has been in isolation. Received a copy of the customer's medwatch report from FDA which states, mandatory report completed on (B)(6) 2018, (B)(4), after heparin over-infusion incident . Hospital performed an inspection of 8100 lvp inventory (220 lvps)and discovered numerous modules with broken bezel assemblies. Biomed sent a sample of 25 broken bezel assemblies along with 2 unrepaired lvp modules to carefusion for investigation on(B)(6) 2018 (B)(4). Tech. Practice consultant scheduled to be onsite october 2nd." Received a copy of the customer's sus voluntary event report from FDA which states, mandatory report completed on (B)(6) 2018, (B)(4), after heparin over-infusio incident. Hosp performed an inspection of 8100 lvp inventory (220 lvps) and discovered numerous modules with broken bezel assemblies. Biomed sent a sample of 25 broken bezel assemblies along with 2 unrepaired lvp modules to carefusion for investigation on (B)(6) 2018 - (B)(4). Tech practice consultant scheduled to be onsite (B)(6)."